Manufacturer narrative:
(B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on (B)(6) 2016, it was observed a high ventricular pacing threshold for the subject device as well as a rise of right ventricular impedance and coil integrity. Device memory showed that ventricular tachycardia has been properly detected and treated with a 42j shock on (B)(6) 2016. It was reported that the patient had a car accident some months ago. Preliminary analysis showed that the reported event is most likely linked to a lead and/or a lead/ICD connection issue.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up on (B)(6) 2016, it was observed a high ventricular pacing threshold for the subject device as well as a rise of right ventricular impedance and coil integrity. Device memory showed that ventricular tachycardia has been properly detected and treated with a 42j shock on (B)(6) 2016. It was reported that the patient had a car accident some months ago. Preliminary analysis showed that the reported event is most likely linked to a lead and/or a lead/ICD connection issue.